Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the treating physician observed high impedance during pt's f/u visit. It is unk if any pt manipulation or trauma is believed to have contributed to the event. Pt had a full revision surgery because a lead malfunction was suspected. Pt did not have any x-rays taken prior to surgery. The explanted lead body and generator have been returned to manufacturer where analysis is underway. Good faith attempts to obtain add'l info have been unsuccessful to date.